Event description:
Boston scientific received information that this right ventricular (rv) lead had pacing impedance measurements greater than 2,000 ohms. The caller stated that they would increase the limit for the alert; this impedance is within range for this lead. No adverse patient effects were reported. This lead remains in service.